Manufacturer narrative:
(B)(4). It was reported that the heater bag was changed out during therapy, reusing the other single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill 1 of 4 of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver reported that the homechoice machine would not move into fill and they thought it was an issue with the heater bag. They decided to swap the heater bag for a new one and reuse the rest of the supplies. The technical service representative assisted the caregiver with ending therapy and reviewed proper procedures. The caregiver would use all new supplies to complete the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.